Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID d274trk cardiac resynchronization therapy defibrillator implanted: 2010 (B)(6); product ID 694265 implantable tachy lead implanted: 2000 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead experienced occasional undersensing as noted on a current electrogram (egm). Intrinsic p-wave measurements are noted as chronically low. The ra lead is currently set to the most sensitive setting and remains in use. No patient complications have been reported as a result of this event.